Event description:
It was reported that there was a separation between the female connector (dark blue part) and the main body (light blue end) of a minicap extended life pd transfer set; further described as ¿dark blue part of the transfer set has come apart and away from the light blue end¿. This was observed while disconnecting from peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event, however the patient was given prophylactic antibiotics for precaution. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.